Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. Microscopic inspection found no irregularities or damage with the balloon. Microscopic inspection found no irregularities or damage with the tip. Microscopic and tactile inspection revealed numerous kinks in the hypotube. The hypotube was fractured/separated 55cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that per the physician the shaft broke approximately 40cm from the hub while the device was still in the guide catheter. At that point the device was approximately in the level of the descending aorta, still in the guide catheter. The balloon never entered the vessel that needed to be treated. The physician removed the proximal part of the device upon which he still had control. Afterwards, by removing the guide catheter he was able to remove the distal broken part which was still in the guide catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft fracture occurred. The stenosed target lesion was located in the left anterior descending artery. A 12mmx3.50mm nc quantum apex¿ balloon catheter was selected however during insertion of the device into the patient, difficulty advancing was encountered. Under fluoroscopy, it was then noted that the device was fractured proximal of the balloon. The entire proximal section and the distal fractured portion of the device was retrieved and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.